Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 04-oct-2022 . H6: investigation summary one primary tubing (model #2420-0007) and one secondary tubing were returned by the customer. It was reported by the customer that the secondary IV dripped by gravity backwards into primary IV bag. The samples were examined for defects and abnormalities. No defects or abnormalities were observed. Functional testing was performed by using a primary bag filled with clear saline which was then used to prime the set. The secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to the primary set. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag at least 9.5 inches higher than the primary bag fluid level, and all of the clamps closed. The secondary set was primed with the secondary roller clamp fully opened. Fluid flow was controlled using the primary roller clamp. After a few minutes, the blue dye/water mixture fluid from the secondary bag was found to be flowing through the check valve into the primary bag, indicating the check valve was failing to prevent backflow. The customer complaint can be verified. A quality notification was sent to the supplier, and the sample was sent for further investigation. The supplier was able to confirm the back flow failure. The check valve was then disassembled, and particulates were visually identified on the silicone disc. The particulate observed between the disc and the sealing surface created a leak path that led to the backflow. The particulate was sent for ftir analysis. Ftir analysis results indicated particulates associated with polypropylene. This material is not a product of the supplier processes, therefore this particulate did not generate at the supplier. A further investigation was performed with the manufacturer to determine if the particulate may have be generated during manufacturing. It is difficult to know where in the production process the back check valve became contaminated. However, in reviewing the production process, the most probable place is during the proximal automated machine process as particles have sometimes been found inside the machine during the process. The potential root cause for back flow due to particles in the back check valve is related to contamination during the proximal automated machine process generated for the same component. A device history record review for model 2420-0007 lot number 22055951 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that 2 bd alaris¿ pump module smartsite¿ infusion sets had flow issues with the secondary lines dripping back into their primary IV bag during the infusion. The following information was provided by the initial reporter: "faulty primary IV tubing set permitted the secondary line (drug) to drip by gravity backwards into the primary IV bag despite being placed on "pause" on IV pump channel. IV pump device changed entirely. Problem recurred with second IV pump device, therefore, three rns concluded it was faulty IV tubing, not IV pump as problem. Impact of incident: longer chair time and extra 250cc fluid infused as the drug ran backward into the 250cc saline bag. Needed to infuse both drug bag and 250cc saline bag to obtain full dose of immunotherapy".

Event description:
It was reported that 2 bd alaris¿ pump module smartsite¿ infusion sets had flow issues with the secondary lines dripping back into their primary IV bag during the infusion. The following information was provided by the initial reporter: "faulty primary IV tubing set permitted the secondary line (drug) to drip by gravity backwards into the primary IV bag despite being placed on "pause" on IV pump channel. IV pump device changed entirely. Problem recurred with second IV pump device, therefore, three rns concluded it was faulty IV tubing, not IV pump as problem. Impact of incident: longer chair time and extra 250cc fluid infused as the drug ran backward into the 250cc saline bag. Needed to infuse both drug bag and 250cc saline bag to obtain full dose of immunotherapy"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.